Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing thresholds and under-sensing. It was further reported that the right ventricular (rv) lead exhibited high pacing thresholds. The ra lead and rv lead were inactivated and replaced by a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.